Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on operating system sign in screen. A technical support specialist (tss) accessed the station using the administrator account and successfully launched the medical application. The tss then contacted the customer, who confirmed that access to the medical application was now working as expected. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that while using bd pyxis¿ medstation¿ es was stuck on the sign-in screen. The customer stated that they were able to get medications from another station. There were no adverse events or injuries reported based on this event.